Manufacturer narrative:
Tech found spring slipped off of latch. He repositioned the spring. Resolving the issue.

Event description:
Facility had tagged the bed indicating that the rail will not latch.